Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h6, h11. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the tricera controller would not stay at the preset settings but was struggling to maintain pressure settings under the surgeons saved profile. Pressure was manually adjusted to the surgeon preference baseline at each case. Furthermore, the foot switch stopped working and upon inspection showed exposed metal wiring. There was no harm or delay reported. Diligence is complete. No additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, d10, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the controller was found to have a damaged chassis preventing the cassette from properly latching; however, the repair was not completed because the unit is to be dispositioned as scrap review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the tricera controller would not stay at the preset settings. Adjustments were required every procedure and during cases. There was no patient involvement with no harm or delay reported. The foot switch stopped working and upon inspection showed exposed metal wiring. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.